Event description:
On october 4, 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. It is not known when the alleged power issue began. The patient informed the cca that she manages her diabetes with oral medications. It is not known if the patient made any changes to her usual diabetes management routine as a result of the alleged issue. The patient denied developing symptoms, however reported that on the morning of (B)(6) 2010 she was treated with 2 units of insulin (type unknown) by an hcp during a visit to an urgent care/clinic. The patient confirmed that her blood glucose was "366 mg/dl" when tested with the clinic's meter. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The patient denied trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.